Manufacturer narrative:
During a stent assisted coil embolization the delivery system of the 2.5x4.5 trufill dcs orbit mini complex fill coil kinked during prep. The device was utilized in this condition but stuck in the microcatheter due to the kink on the delivery system. It is not known if additional force was utilized after the resistance was encountered. The coil then unraveled. The coil was removed from the patient with the coil still attached to the delivery system with fracture or separation of the delivery system. The device was replaced with another coil to continue the procedure. A continuous flush was maintained at all times through the unknown microcatheter and the same microcatheter was used to complete the procedure. A 2.5x3.5 trufill dcs mini complex fill coil could not be detached and during removal the coil unraveled. It is not known if the alternative detachment method outlined in the instructions for use (IFU) was attempted. The coil was still attached to the delivery system upon removal with no other damages noted. The coil was replaced with another product and the procedure was completed successfully without any adverse consequences. The device was prepped as outlined in the IFU using a dedicated source of saline and there was verification of saline coming out of the purge hole. The device was properly connected to the syringe and no leakage was noted in the system. Prior to the attempted detachment the syringe had not exceeded zone #3. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000056 and coil assy lot 14141263 and lot 14135724 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported failure of the coil to detach followed by stretching when removed. With review of the device history records, there is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00370 & 1058196-2010-00371.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000056 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Coil assembly for lot 14141263 was reviewed and revealed anomalies during the manufacturing and inspection processes. "It was noted that during the manufacturing of this lot the (B)(4) was generated for waiting results for has test". Investigation was performed and it concludes that the result were favorable. The (B)(4) was closed and lot was released, no issues were noted that were considered potentially related to the reported complaint. Coil assembly lot 14135724 was reviewed and revealed anomalies during the manufacturing and inspection processes. The lot involved in the complaint was manufactured within the preventive maintenance dates. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00370 and 1058196-2010-00371. Additional information will be submitted within 30 days of receipt

Event description:
The procedure was coil embolization assisted with the enterprise stent (catalog/lot unknown). During the prep for the coil 637mf2545 (complaint product 1), the delivery system was kinked. The coil was utilized as it was, but stuck in the microcatheter and then unraveled. The coil was removed from the patient and replaced with other new product to continue the procedure. When the coil 637mf2535 (complaint product 2) could not be detached. Attempt was made again with other dcs syringe, however the coil could not be detached. During removal from the patient, the coil was unraveled. The coil was replaced with other new product. The procedure was completed successfully without any adverse consequences. The first product was stored per labeling instructions, however during removal it was possible that the assistant kinked the delivery system. During insertion, resistance was caused by the kink on the delivery system. After the coil unraveled/stretched, the coil remained attached to the delivery system, and the delivery system did not fracture or separate into two pieces. A constant and dedicate saline source was utilized at all times, and the same microcatheter was utilized with other products to complete the procedure.

Manufacturer narrative:
The second product was prep with the dcs syringe that was taking to blue zone and held for 30 seconds, and the blue zone was not exceeded. During prep, a dedicated saline source was utilized to fill and prep the syringe, and saline was verified coming out of the purge hole. Prior to this coil, zone# 3 was not exceeded at any time. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. After disconnecting the coil delivery system, no damages were noted on the syringe or coil delivery system (kink, bend, separated, etc), coil (unraveled, stretched, kink, bend, etc), or any section of the device. The coil was still attached. The coil was still attached to the delivery system, and the products are not going to be returned for analysis. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00370 and 1058196-2010-00371. Additional information will be submitted within 30 days of receipt